Manufacturer narrative:
Manufacturer ref# (B)(4) updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during an endovascular embolization, resistance was encountered when attempting to advance a 4.5mmd 28mml enterprise vascular reconstruction device (product code: enc452800, lot number: 9924736) through a prowler select plus 150/5cm microcatheter (product code: 606s255x, lot number: 31663261). The stent became impeded at the microcatheter hub and could not be advanced into the microcatheter (mc). The physician attempted to retract the device, at which time it was observed that the stent had prematurely detached from the delivery wire within the microcatheter hub. The microcatheter and the detached stent were subsequently removed together from the patient. The physician then replaced the devices and successfully completed the procedure using new equipment. No patient injury or adverse clinical outcome was reported. Additional event information received on 13-feb-2026 indicated that a guidewire was used in the microcatheter prior to using the enterprise system. There was flushing during the procedure. They were able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. There was no procedure prolongation/delay due to the event. One photo is attached to the complaint file. The image captures the detached stent alone on top of the packaging, the stent was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. No other damage was observed. The device was returned to j&j medtech for further evaluation. A non-sterile 4.5mmd 28mml enterprise vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and as described in the event, the stent was detached from the delivery system. No appearance of damage was observed. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. The delivery wire was subjected to dimensional analysis and those specifications that control the attachment and delivery of the stent were found within specifications. A device history record (DHR) was performed, and no internal actions were identified. The issue reported regarding the impeded condition of the stent cannot be evaluated since in order to perform a functional test, the stent must be attached to the delivery wire and inside the introducer. The detachment of the stent in the hub of the microcatheter suggests that the introducer of the enterprise was not fully seated in the hub of the microcatheter when the stent was being retracted, causing the stent to expand in the microcatheter's hub, disengaging the stent from the rest of the delivery system. Additionally, none of the returned components present damages that suggest that they were forcibly advanced. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Confirm the tip of the delivery wire is entirely within the introducer. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
A healthcare professional reported that during an endovascular embolization, resistance was encountered when attempting to advance a 4.5mmd 28mml enterprise vascular reconstruction device (product code: enc452800, lot number: 99247360) through a prowler select plus 150/5cm microcatheter (product code: 606s255x, lot number: 31663261). The stent became impeded at the microcatheter hub and could not be advanced into the microcatheter (mc). The physician attempted to retract the device, at which time it was observed that the stent had prematurely detached from the delivery wire within the microcatheter hub. The microcatheter and the detached stent were subsequently removed together from the patient. The physician then replaced the devices and successfully completed the procedure using new equipment. No patient injury or adverse clinical outcome was reported. Additional event information received on 13-feb-2026 indicated that a guidewire was used in the microcatheter prior to using the enterprise system. There was flushing during the procedure. They were able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. There was no procedure prolongation/delay due to the event.

Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical reviewed the device history records related to the manufacturing, inspecting and packaging of the lot 9924736. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. One photo is attached to the complaint file. The image captures the detached stent alone on top of the packaging, the stent was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. No other damage was observed. The issue regarding the stent being impeded in microcatheter hub and could not be pushed into the microcatheter cannot be evaluated based on the provided photo. However, the issue reported regarding the stent being separated prematurely from the delivery wire was confirmed based on the detached condition noted on the stent. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Therefore, no internal action is required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.